Event description:
This incident was reported on 05 august 2019, as customer reported that air was detected in the vessels during the contrast enhancement using optivantage injector and lf syringe, ref 80099 (CT multipack / syringe with handi-fil¿ straw and coiled tube, product ID 800099, lot/serial number (B)(6)) on 11th, july 2019 and that similar cases were reported before. Reporter also states that no clinical consequences observed or remedial action taken.

Manufacturer narrative:
Overall investigation summary: guerbet l-f was notified by a customer that during a procedure using our 200ml syringe, part number 800099, lot c023308g, air was detected in one of the patient's blood vessels during contrast enhancement. As air injections are typically a user issue, the injector operator's manual includes steps to ensure proper air purging prior to injections, as well as precautionary items to avoid during this process. In addition to the purge confirmation feature of the injector, it is recommended the operator follow these best practices referenced in the operator's manual to prevent air injections: 1. Ensure tubing is tightly secure to syringes prior to purging air; 2. Purge/flush saline andcontrast syringe(s) in upright position; 3. Watch tubing for air bubbles while purging; 4. Use guerbet rfid syringes to ensure sufficient volume for programmed protocol; 6. Ensure technicians select proper size of syringe when loading into injector. The lot above mentioned syringe was manufactured in february of 2018 and no inventory remains at the manufacturing site. Thedevice history record was reviewed and demonstrated the lot was manufactured per specifications. DHR reviews were also performed on the syringe subassembly and plunger lots associated with this finished good lot. No issues were detected and all parameters were found to be within specification. A review of guerbet's complaint tracking system showed no issues with this lot number. Root/probable cause code: personnel - performance - failed to follow procedure. Root / probable cause summary: see investigation summary. There is no need for a CAPA at this time. These issues are reported during quality and management metric reviews for input for corrective action. Qa will continue to monitor and trend for similar issues. Disposition summary: lot remained in use.

Event description:
This incident was reported on (B)(6) 2019, as customer reported that air was detected in the vessels during the contrast enhancement using optivantage injector and lf syringe, ref 80099 (CT multipack / syringe with handi-fil¿ straw and coiled tube, product ID 800099, lot/serial number (B)(4)) on 11th, july 2019 and that similar cases were reported before. Reporter also states that no clinical consequences observed or remedial action taken.